Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. This is a final report.

Event description:
Hearing performance with the device was affected after three years. The user reported a decrease in the benefits of the implant, with speech discrimination lowering to 80% at 65 db. The user attempted to use a hearing aid but found it uncomfortable. As a trial, the user was provided with a bone conduction hearing aid and was fully satisfied with the results. The concerned device was explanted and user has been re-implanted with a bone conduction implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has unilateral conductive hearing loss and had undergone multiple ear surgeries, including tympanoplasty and ossiculoplasty. He was initially using a hearing aid but was unsatisfied due to itching and noise issues. Surgical findings revealed that the stapes and footplate were fixed. After receiving the implant, the user was not fully satisfied.